Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the failed self test alarm. Customer's blood glucose level was 5.4mmol/l. Customer stated that sensor and meter were not communicating to pump anymore. Insulin pump will be returned for analysis and replacement pump will be sent.

Manufacturer narrative:
Insulin pump was received with failed self-test alarm during self-test and unable to communicate with test glucose meter and glucose sensor simulator due to faulty electrical component on the radio frequency board. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, crack on display window, missing end cap sticker and minor scratches on display window noted.